Event description:
The customer reported the left monitor was not working which caused a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. The system operates as intended.